Event description:
It was reported by service report that the fowler would not go up on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler weldment.